Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Assembly/component issue, other/defective. Broken spacer at left adjustable back cane pin doesn't stay in place. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Assembly/component issue, other/defective. Broken spacer at left adjustable back cane pin doesn't stay in place. Dealer states the coved spacer is broken in half in the adjustable back cane hardware.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the coved spacer is broken in half in the adjustable back cane hardware.